Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient underwent a shunt explant procedure on (B)(6) 2017. The cause of the explant was unknown. There was no al legation that the shunt had malfunctioned or was not working properly.